Event description:
The customer felt hypoglycemic and emergency medical technicians were called. When the emergency medical technicians arrived they checked pt's blood glucose and the level was 55 mg/dl. They treated pt and left. Ten minutes later their device was used and the result was 175 mg/dl. Family member left the room and when they returned pt was unconscious. The emergency medical technicians returned and checked pt's glucose and the level was 31 mg/dl. They were transported to the hospital. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.